Event description:
The customer reported non-reproducible troponin I (access accutni+3) results on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) for one patient. The initial patient result was above the customer's normal reference range. The same patient sample was reanalyzed two times on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and recovered within the customer's normal reference range. The same sample was analyzed on the laboratory's (abbott) istat and recovered within the customer's normal reference range. The results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, quality control (qc) and system check parameters met assay and system specifications. The sample was collected in a serum tube and centrifuged at 3,000 g (g-force) for ten minutes at ambient temperature. No sample integrity issues were noted.

Manufacturer narrative:
The customer did not provide patient demographics such as date of birth or weight. Service was not dispatched for this event. The accutni+3 reagent was not returned for evaluation. The cause of this event cannot be determined with the available information.